Event description:
It was reported that pt received shocks due to oversensing. Unable to reproduce oversensing while in office however near field oversensing seen with device interrogation. Also noted impedance fluctuated between 500-800 ohms. Considering lead replacement. No patient complications have been reported as a result of this event